Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. No critical pump error (open book image) noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self test. The pump failed the sleep current measurement test, problem isolated to electronic assembly. However, intermittent button response noted during testing. Pump was cut open to perform visual inspection and found cracked keypad dome (middle button). Pump¿s history and trace files downloaded successfully using thump software. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: minor scratches on lcd window, cracked keypad overlay and scratched case. In summary, customer alleged critical pump error (open book image) alarm not confirmed. Keypad unresponsive was confirmed during analysis and was due to cracked keypad dome (middle button). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025 12:35:04 critical pump error/open book image t/s per dop114-980doc ver bb. Customer reported a critical pump error other than the open book image error or critical pump error 24

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.